Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe was activiating on its own. There was patient involvment.there were no adverse consequences.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The probe was visually inspected for damages, and none were present. The probe was opened to check for damages, and water ingress was found on the dome switches. The probable root causes could be water ingress. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe was activiating on its own. There was patient involvment.there were no adverse consequences.